Manufacturer narrative:
The reason for this revision surgery was a broken central base plate leg screw after 9 months and 28 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material reports (ncmr) associated with this product. Ncmr #22846 documents out of range load readings for two thermocouples at channels 1 & 3 (1825.1 & 1848.7 f against 1880±25) respectively for entire lot. All the affected parts were accepted per justification "a tensile bar was tested to verify tensile properties. The sample meets the specified tensile requirements." This nonconformance does not contribute to this complaint. A review of the product complaint report history showed there have been 4 prior complaints reported against this part number; none with a similar failure mode of device cracked/broke. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were lost or disposed of and not returned to djo surgical and a root causes cannot be determined the potential causes for this event can include trauma, excessive loads or torques, improper installation and bad bone quality or inadequate soft tissue support. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the central baseplate lag screw breaking and needing to be replaced with the proper components.